Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was damaged. Pump speed dropped to 8600 rpm, low speed limit was 8800 rpm. Low flows were recorded on (B)(6) 2022. The fixed speed rate was adjusted several times. Motor stopped commands were received. The pump speed was reduced to zero during each of these events.

Event description:
It was reported that the pump was stopped for a test to see if the pump could be removed. However, it was judged that withdrawal was impossible. Additionally, the site worried that the patient's driveline was damaged but after log file analysis there was no longer suspicion of driveline damage, events were suspected to be due to hemodynamics.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed multiple pump stoppages due to the activation of the motor stop command button. The account indicated that the pump was stopped for a test to see if the pump could be removed, so the suspicion of suspected driveline damage could not be confirmed. Evaluation of the submitted log files revealed that the pump¿s fixed speed was adjusted serval times between 6000 rpm and 9200 rpm with a low speed limit between 8400 rpm and 8800 rpm on (B)(6) 2022. There were many times during these adjustments that the fixed speed was lower than the low speed limit. There were a total of 67 low flow hazard events that were captured on (B)(6) 2022, when the flow dropped below the low flow limit of 2.5 lpm to as low as 0 lpm. The motor was stopped two times on (B)(6) 2022 at 11:37:16 and 11:41:27. The abnormal pump operation was associated with low speed and low flow hazard alarms. On (B)(6) 2022 at 06:13:11 the fixed speed was set to 9200 rpm with a low speed limit between 8400 and 8800 rpm for the duration of the log file. The patient remains ongoing on the heartmate (hm) 2 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17dec2018. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 4 of the IFU entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.